Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas stating that patient experienced a blood glucose (bg) value of 450mg/dl, was feeling "sick" and was hospitalized for "diabetic ketoacidosis (dka)." The patient reportedly disconnected from the pump in the middle of the night on (B)(6) 2012 due to a "low battery" alarm the pump emitted and did not confirm it. It was noted that the reporter was unaware that the patient disconnected from the pump until she awoke the following morning on (B)(6) 2012. The reporter stated that the top of the battery cap was damaged, she was unable to remove it and declined assistance in helping to remove the battery cap. The pump reportedly did not lose power but was not able to be used. This complaint is being reported due to the patient experiencing a hyperglycemic event. Use error contributed to the reported event because the patient disconnected from the pump and remained disconnected, was not on a back-up plan and did not address the alarm appropriately. The pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2013 with the following findings: confirmed that the top of the battery cap is damaged. Battery cap is able to attach securely to pump and maintain an electrical connection. No damage found to the battery compartme a 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals appear inconsistent due to time and date issue no data in black box or download histories from time of reported issue due to continued use. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.